Event description:
Received a call from a provider that the device was delivered and being set up for the customer. The technician was demonstrating how to charge the unit, when the charger allegedly started to smoke. No injury or property damage was reported.

Manufacturer narrative:
Device eval anticipated, but not yet begun. The device is being returned for eval. A follow-up report will be submitted upon completion of eval.